Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP started smoking a minute after the patient turned the device on. The patient then shut the device down. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned and evaluated by the manufacturer. During the evaluation of the device could be powered on and when therapy was started the blower would not run then the device started to reboot. A total of 32 errors were logged. The errors were 1 instance of e-7 (err_software), a reboot error, 15 instances of e-30 (err_motor_spinup_flux_high), a reboot error. These errors occurred within a 24-hour period, resulting in them escalating to a stop error, 6 instances of e-203 (err_rtos_no_message_available), a reboot error. These errors occurred within a 24-hour period, resulting in them escalating to a stop error, 9 instances of e-400 (err_message_crc_failed), a continue error, and 1 instance of e-15 (err_cycle_handler_overrun), a reboot error. The care orchestrator data was not available for download. During the investigation, the ui display bezel/top enclosure screw appeared to have corrosion on it, likely due to liquid ingress. The ui display bezel was observed to have a white dust-like contaminant and possible burn marks on it, likely due to a thermal event on the pca. What appeared to be burn marks were also observed on the ui ribbon cable. A white dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits, along with hair-like particles, were observed on the top enclosure, center enclosure, and iso port. A white dust-like contaminant and hair-like particles were observed on the pca. The q3 component on the pca was observed to have had a thermal event, likely due to liquid ingress to it. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. A heavy amount of white dust-like contaminant along with hair-like particles were observed on the blower box cap, inside the inlet of the blower box, on the inlet/outlet seal, on the blower, blower seal, blower box, blower wires, heater plate wires, heater plate, heater plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower, blower box, heater plate, heater plate spring, and bottom enclosure. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The evaluation was not able to confirm the complaint of the device smoking.

Manufacturer narrative:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP started smoking a minute after the patient turned the device on. The patient then shut the device down. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned and evaluated by the manufacturer. During the evaluation of the device could be powered on and when therapy was started the blower would not run then the device started to reboot. A total of 32 errors were logged. The errors were 1 instance of e-7 (err_software), a reboot error, 15 instances of e-30 (err_motor_spinup_flux_high), a reboot error. These errors occurred within a 24-hour period, resulting in them escalating to a stop error, 6 instances of e-203 (err_rtos_no_message_available), a reboot error. These errors occurred within a 24-hour period, resulting in them escalating to a stop error, 9 instances of e-400 (err_message_crc_failed), a continue error, and 1 instance of e-15 (err_cycle_handler_overrun), a reboot error. The care orchestrator data was not available for download. During the investigation, the ui display bezel/top enclosure screw appeared to have corrosion on it, likely due to liquid ingress. The ui display bezel was observed to have a white dust-like contaminant and possible burn marks on it, likely due to a thermal event on the pca. What appeared to be burn marks were also observed on the ui ribbon cable. A white dust-like contaminant and what appeared to be dried liquid spots with potential mineral deposits, along with hair-like particles, were observed on the top enclosure, center enclosure, and iso port. A white dust-like contaminant and hair-like particles were observed on the pca. The q3 component on the pca was observed to have had a thermal event, likely due to liquid ingress to it. The issue of liquid ingress to the pca has been previously investigated as documented in CAPA 3376332. A heavy amount of white dust-like contaminant along with hair-like particles were observed on the blower box cap, inside the inlet of the blower box, on the inlet/outlet seal, on the blower, blower seal, blower box, blower wires, heater plate wires, heater plate, heater plate spring, and bottom enclosure. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower, blower box, heater plate, heater plate spring, and bottom enclosure. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The evaluation was not able to confirm the complaint of the device smoking. The device was returned to the manufacturer for further investigation. During the evaluation the printed circuit assembly was found damaged with traces of burns and corrosion. The customer complaint was reproduced. The device was returned unrepaired.